Manufacturer narrative:
The device was returned to our us facility on may 01, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that during a case the tip of the device broke off into the patient. The incision was enlarged to search for and remove the broken piece from patient's abdominal tissue. Patient was under a prolong anesthesia due to additional removing broken piece procedure and x-rays confirmation as the end of the procedure. The tip was discarded as it was removed from inside the patient. The procedure was prolonged by 45 to 60 minutes.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: there are signs of corrosion (crevice corrosion/pitting corrosion). In combination with excessive force (e.g., gripping objects not intended for this purpose or squeezing too tightly) on the jaw and the visible corrosion, this has led to the breakage. Due to the age of the article and the assumed number of reprocessings, this may also have affected the material properties. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).